Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: (1.4), laboratory: (2.6), time between tests: (30 mins). Pt's therapeutic range is 2.5-3.5. Pt was admitted to the emergency room and given a shot of lovenox. Customer's operational techniques: customer milks the finger-stick in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Pending investigation.